Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017 .device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: there was a call service (cs 088) alarm observed in the black box and alarm history. The pump powered on properly with no alarms and was exercised for 24 hours with no alarms emitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.